Manufacturer narrative:
The investigation into vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient on impella cp support had bloody urine noted in the foley. The impella was repositioned and the foley was replaced and hemolysis was successfully managed. It was further reported that placement signal alarms occurred with ectopy. The impella was repositioned and the ectopy since resolved with no further alarms. The patient survived the event.